Manufacturer narrative:
Visual analysis was performed on the returned device. The reported premature deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation determined that the reported difficulties were likely due to user handling. It is likely that the tip was inadvertently grasped during removal of the stylet causing the premature stent deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that while unpacking the 8.0x40 mm absolute pro vascular stent delivery system, it was noted that the distal end of the stent was opened and flowered. There was no reported device use and no reported patient involvement. A new, same size absolute pro vascular stent was used to complete the procedure. There was no reported clinically significant delay in the procedure. Returned device analysis identified that the stent was only partially exposed, but not flowered as initially reported. No additional information was provided.